Event description:
Patient reported receiving an a6 (temporary basal rate cancelled) alarm on (B)(6) 2010. Patient stated on (B)(6) 2010, the infusion device was delivering too low insulin amount. Patient reported blood glucose readings on (B)(6) 2010 at 12:00 pm of 330 mg/dl, at 3:00 pm of 460 mg/dl and patient injected 5.5 units of insulin for correction and at 3:30 pm, a reading of 497 mg/dl. Patient thinks the infusion device also shows an incorrect life time on the device. Patient's normal blood glucose reading was not provided. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.